Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 377 mg/dl. Reportedly, the contact would administer a manual injection to address bg levels. Reportedly, an alternate pump would be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to a different issue that was identified (usb pin damage).